Event description:
An analysis was performed on the returned suspected faulty usb cable and a disconnected wire connection was found. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
Weight; corrected data: the previously submitted MDR inadvertently provided the incorrect weight entry. Device available for evaluation; corrected data: the previously submitted MDR inadvertently did not provide the information.

Event description:
It was reported that a tablet usb cable was faulty requiring replacement. A replacement was successfully sent. Review of manufacturing records confirmed all tests passed for the tablet prior to distribution. The suspect usb cable was received by the manufacturer. Analysis of the device is underway, but it has not been completed to date.